Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device has not yet been returned for evaluation.

Event description:
It was reported that when opening the catheter and salinizing it to hydrate, a perforation was observed, making it necessary to open a new catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l per-q-cath catheter. The sample was received with an inlaid but partially withdrawn stylet. Two serpentine shaped splits were observed between the 0cm and 1cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the aforementioned splits. Microscopic inspection of the splits revealed coarsely granular fracture surfaces. The split edges exhibited material flow in the proximal direction. Catheter bunching was observed between the molded joint and the splits. During manipulation of the stylet, further bunching was observed. Tactile inspection of the sample revealed tensile weakness in the vicinity of the splits. The split characteristics, tensile weakness and catheter bunching were consistent with damage caused by forceful/abrasive manipulation of the stylet. The direction of material flow indicated that the damage occurred during stylet withdrawal. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that when opening the catheter and salinizing it to hydrate, a perforation was observed, making it necessary to open a new catheter.